Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A non-healthcare professional reported during an intraocular lens (iol) implant procedure, the lens remained in the cartridge and was not engaged by the injector. The procedure completed on same day. Additional information was requested.

Manufacturer narrative:
Additional information provided in h.11. Upon additional received complaint was reassessed and confirmed that, this event does not meet criteria for reporting as a reportable malfunction as there was no patient contact with the product and the issue was noted during loading/priming. No further regulatory reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested, received and stated there was no patient contact.